Event description:
The customer reported the pt had a fall that was believed to have compromised the insulation of this right ventricular (rv) lead as impedances decreased to 160 ohms. Rv pacing inhibition was also noted with the single-chamber pacemaker and lead. No syncope was noted with the pacing inhibition. In a revision procedure, the lead was surgically abandoned (capped) and the pacemaker was explanted electively with no stated performance allegations. New products were successfully implanted. No adverse pt effects were reported. The lead was actively implanted for approximately 12 years, 2 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.